Event description:
Customer reported the reservoir would not lock into place. Customer was changing infusion set. The insulin pump alarmed no delivery during manual prime. Customer's blood glucose was 174 mg/dl. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did not exit. Customer was stating he had another infusion set to switch out and call was disconnected. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.